Manufacturer narrative:
The technician troubleshot and found the communication cable is defective. The technician replaced the communication cable to resolve the issue.

Event description:
Account alleged that the bed exit alarm and nurse call are not working thru their call system. No injury reported.